Event description:
It was reported that a twisted stent and a fracture were identified. Reportedly, the patient underwent implant of a 6x170 stent in the distal sfa and a 6x60 stent in the proximal sfa. Approximately, one month post stent implant, the patient presented with a cold leg. Imaging was performed and the 6x170mm stent appeared to be twisted and fractured. The physician attempted to advance a wire through the stent but was unable. The patient had a fem-pop bypass.

Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by user facility. The investigation is currently underway.